Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds due to the patient's anatomy. The lv lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).